Manufacturer narrative:
G4:24dec2020 b4:(B)(6)2020. H11: h6: device code updated: the manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22dec2020.

Event description:
The customer reported the ventilator can't start for air. There was no patient involvement.